Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. No physical damage to the equipment that would impede reprocessing. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented according to the following in the instructions for use: operation manual chapter 3 preparation and inspection; reprocessing manual chapter 5 reprocessing the endosope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope irrigation wasn't working. The issue was identified during reprocessing of the scope. There was no patient involvement. The device was returned to olympus medical for evaluation. During examination, it was observed that something was clogging the auxiliary water channel (foreign material). It is unknown what material was blocking the channel as it could not be removed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
During evaluation, the following issues were noted: the objective lens was slightly chipped; and the control body was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.